Manufacturer narrative:
H4: device manufactured on december 4, 2022, to december 5, 2022. H10: the device was received for evaluation. Visual inspection with the unaided eye and with magnification was done which observed lower right side near edge tear in back of sample. Functional testing was performed which revealed a leak at the lower right side near edge tear in back of sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the lower right seam. This issue was identified while filling the bag prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.